Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms which were unable to be reproduced during evaluation. Downstream occlusion alarms were verified through a review of the event history log and found during an internal visual inspection to be caused by cracks in the downstream sensor flex. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.